Manufacturer narrative:
Updated fields:b4,g3,g6,h2, h6(type of investigation, investigation findings,component code,conclusion),h11. A fiber optic sensor failure in an intra aortic balloon occurs when the pressure sensor cannot transmit accurate aortic pressure waveforms needed for proper balloon timing. Nurse called for assistance after losing arterial waveform and readings on a cardiosave following a patient return from the operating room after va ECMO decannulation. Troubleshooting showed poor signal persistence ECG artifact pressures reading zero and a fiber optic sensor failure alarm. Reconnecting the fiber optic cable correctly and replacing ECG electrodes were recommended to improve signal quality. Replacing the inner lumen transducer resolved the issue and restored accurate waveform readings. Complaint information was collected and the nurse reported no further concerns and appreciated the support.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) sensation plus 50cc had unable or difficult to monitor arterial waveform and fiber optic sensor failure alarm. There were no patient harm or injury was reported.